Event description:
It was reported that the ilet pump stopped dosing when the charging pad would not charge and no indicator light illuminated, which was addressed by moving the wall adapter to a different outlet; the event aligns with a charging problem involving the battery charger. Customer care provided support that included communication with the user and follow up for resumption of insulin dosing without success. Investigation of this case revealed a power source problem consistent with a charging issue attributable to the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.